Event description:
It was reported that the threshold for the right ventricular lead has risen from 0.5 volts(v) amplitude and 0.5 milliseconds (ms) pulse width at implant to 2.6 v amplitude and 0.6 ms pulse width. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.